Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification tip broken off in a patient's eye during surgery. The surgery was completed after the tip was removed from eye. The procedure type was unknown. There was no injury to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification (phaco) tip without a wrench was received for the report. The returned sample was visually inspected for broken/ cracked condition and was found to be conforming. There was no broken/ cracked condition was observed to the distal tip area. Wear was observed on threads, back of flange, and nut corners consistent with threading on handpiece. The sample was visually tested for threads and was found to be nonconforming with damaged threads- metal appears to be gouged and pushed with raised metal and metal appears to have broken off in areas on the threads. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photo is of a pak lid. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The tip of the phaco tip was not broken only the threads were damaged. The returned sample was found to be visually nonconforming with the phaco tip threads damaged with the metal gouged, pushed and raised metal, and some metal appears to be broken off in areas. The damage to the threads could be related to the reported issue of the tip broke off in the patients eye. How and when the thread became damaged cannot be determined from the evaluation performed. Most likely root cause is handling of the tip. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s direction for use (dfu) could potentially contribute to an outcome similar to the reported event. It is stated in dfu that prior to use, inspect the tip(s). If there is excessive bending and/or any damage to the products, do not use the tip. Use of a damaged or deformed tip may cause ocular tissue damage and/or inflammation. Per the dfu, there are warnings that instruct the user that ultra sound tips are intended for one procedure only. Do not reuse or reprocess the device. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).